Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keeps alarming with no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the no delivery alarm, and the customer was unable to successfully prime the tubing. The customer stated that there is greater than normal resistance with the plunger push. It was confirmed through troubleshooting that the no delivery was caused by the infusion set or reservoir. The infusion set was returned for analysis and three new infusions sets were shipped to replace the ones remaining in the customer's box.